Event description:
A 2.5mm diameter medtronic ave s540 stent delivery system of unknown length was inserted into a pt's arterial vasculature. The lesion was not pre-dilated prior to stent insertion. After the stent was implanted, thrombus developed within the stent. Therefore, an unknown ptca balloon was inserted and inflated to open the vessel. Subsequently, a spiral dissection occurred which extended into the right ventricular branch. The pt was sent for emergency surgery and survived; however, the pt expired in the recovery area from a right ventricular infarction post surgery. The physician did not follow the instructions for use when the lesion was not pre-dilated prior to stent insertion. Despite repeated attempts to get more info regarding this event, there is no further info available from the user facility or the physician.